Event description:
It was reported that during a percutaneous coronary intervention, the guide wire fractured. The entire system was removed without incident. No patient complications or injuries were reported.